Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead and right atrial (ra) lead. Noise could be reproduced during provocative testing. Lead damage was suspected but was not confirmed visually. The ra lead and rv leads were capped and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-21379.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.